Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this patient was admitted to the emergency room two days post their implant procedure. The patient had symptoms of shortness of breath, lethargic and syncope. It was speculated that a possible lead perforation occurred, however there was no confirmation of this. An echogram was then performed which revealed the patient had pneumothorax. Two liters of fluid were removed from the patient's chest tube and the patient had documented loss of right ventricular capture. A cat scan was performed which revealed no evidence of the lead perforating the myocardium. The patient's lead was repositioned with no further adverse effects.

Manufacturer narrative:
The lead was successfully repositioned. No further information is available at this time. If additional information becomes available to our company, the event will be reopened and updated as necessary. Two years later the lead was returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried blood was visible past the helix mechanism and up through the lead lumen and dried tissue was observed at the base of the helix housing. Damage was observed to the lead's helix, insulation and conductor coils. The lead was then subjected to resistance and hipot testing to verify the lead's electrical performance and inner insulation integrity. Measurements through out these tests were within normal limits. Pressure testing was not performed due to the damage noted to the lead's outer insulation. The lead did not pass helix testing as it would not retract. This was most likely due to the dried body fluid in the mechanism. Laboratory analysis concluded the damage to the lead's insulation and conductor coils was likely procedurally induced. The allegation of loss of capture was not confirmed.